Event description:
Blood tubing/pump segment failed. The pt was given one unit of blood after the incident. It is unclear how long the blood tubing was in use at the time of the failure. The user facility was unable to provide enough info to determine if the incident occurred with the same pt as set forth in MDR no. 2244060-1999-00002.